Event description:
The clinician alleges pt demise involving hemorrhaging in the neck area. Bleeding occurred at the onset of the percutaneous tracheostomy procedure and the pt passed away within 15 minutes.

Event description:
A percutaneous tracheostomy was performed at 0850 in the ccu by a pulmonologist. The tracheostomy tube was inserted at 0915. Clots were suctioned out, bagging was difficult. CPR was started at 0920 with no response. The pt expired at 0937.